Event description:
Dr. Revised an mdm liner done in 2020. Dr stated liner was down but presented metallosis behind liner and patient had high levels of metal in system.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.